Event description:
It was reported that the patient states she was trying to charge the implanted neurostimulator on saturday, and the controller went crazy and stopped and said "software disabled contact medtronic immediately." Agent understood patient saw a software problem message. Patient stated the controller would not shut off and they were afraid it was going to catch fire. Patient noted that eventually on sunday the controller shut off, but it has not come back on since. Agent asked patient to gather equipment for troubleshooting; patient ended up plugging the controller into the ac power supply without instruction and confirmed the controller powered on. Patient saw "memory problem." Agent walked patient through setting the date and time. Patient confirmed the controller charging light was flashing. A controller reset was not required. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed with patient that everything appears to be working as intended and to monitor the issue and call back if it persists. Patient called back repeating previously documented information and that their issue was still ongoing. Patient noted they kept trying to charge their implant, but their controller wouldn't hold a charge. Patient confirmed that when charging their implant, the controller battery depletes more than what was being charged into the implant. Patient hooked their controller up to the recharger because the y wanted to be able to tell agent what was occurring but they noted they depleted the whole energy system (agent understood as controller) as the implant was now at 30%. Patient noted they charged their implant 2 days ago. Patient also noted that when they press the white stim on/off/lock button it would stick and would stay on the menu screen. During the call, patient reset the controller. Patient confirmed no visible damage to the recharger cord and controller charging port. Patient started an implant charge session and noted the controller battery was low and the implant was 30% with recharging excellent. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97745 lot# serial# (B)(6) , revealed replaced front case due to broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.